Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the jet tube had residual whitish foreign material, a leak at the scope cover, the upward/downward angulation control knob could not be locked securely due to wear of the forceps elevator lever, the probe cover was cracked, the bending section cover adhesive was worn, and the connecting tube was buckled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, a colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was presence of white foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring at the s-cover. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.